Event description:
It was reported that on the 3rd day of npwt utilizing a pico, the pump stopped working. The treatment continued with a backup device. No patient harm. No delay in treatment.

Manufacturer narrative:
The device was sent to our technical centre so a thorough technical analysis could be carried out to help to identify if there were any problems and/or what could have caused the reason for the complaint. The reported complaint was confirmed during the performance and safety tests. Further inspection revealed the unit had a defective pcb (printed circuit board) causing the reported failure. A review of the associated batch manufacturing records did not identify any issue at the point of manufacture which may have caused or contributed to the issue highlighted by the complainant. In addition it can be confirmed that all finished product specification testing was satisfied at the point of release.